Manufacturer narrative:
The customer's stated problem was verified. The device displayed error code 110 with a continuous alarm, the pwa board is faulty and will be replaced. (B)(4).

Event description:
It was reported during use of a cadd-ms® 3 ambulatory infusion pump there was a system fault.